Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the clipping in a procedure, when removing the device from the patient's tissue, the jaws of the clip did not open, then it was unable to load the clip. The procedure was completed with another device. There is no patient harm.